Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck) and was unable to communicate with an electrode belt. The cause for the failure was isolated to a damaged c19 high voltage capacitor and corrosion on the j1003 pca jumper. The pad under c19 was lifted. The root cause for the damaged capacitor and corrosion on the pca jumper could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.